Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There were no complaints associated with any other devices from the lot. Information from the field indicated that there was no anatomical interference, an 9f delivery sheath was used, and there was not any angulation or kink in the delivery system upon deployment. The cause of the reported incident could not be conclusively determined. There is no indication for a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 8mm and 10mm amplatzer septal occluders for an atrial septal defect (asd) were used during a procedure utilizing a 9f unknown amplatzer delivery system. During deployment, both of the devices had a cobra deformation. The devices never released. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The devices were not implanted. A new 25mm amplatzer multi-fenestrated septal occluder - cribriform was chosen, which was successfully implanted using the same delivery system. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 05 june 2023, a 8mm and 10mm amplatzer septal occluders for an atrial septal defect (asd) were used during a procedure utilizing a 9f unknown amplatzer delivery system. During deployment, both of the devices had a cobra deformation. The devices were not implanted. The patient was reported as stable.